Event description:
Caller indicated the relion confirm meter was giving low readings. Customer got a lo reading and within five minutes, she got 172 with confirm meter. Customer had a variance of 88% within the c graph. She also mentioned getting a reading of 180 with a different meter. Customer believes that the readings she got with our meter were not accurate. She stated that she did not have any symptoms at the time of incident, but she did drink a glass of grape juice with a teaspoon of sugar to bring her sugar level up. She was storing the bottle of strips correctly and using proper techniques. She is currently feeling fine. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.